Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. To resolve the reported issue, the representative replaced the uninterruptible power supply (ups) and the fuses on (B)(4) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation, however the results are not available at this time. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while moving the viewing station of the imaging system to storage, the viewing station of the imaging system powered down without prompt from the user. The engineer reported that the line power light was not illuminated. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect uninterruptible power supply (ups) was completed. The ups was found to fail load testing as the batteries lasted only half of the specified time following a full charge. When replacing the batteries, the system then functioned as designed.